Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted form the crimped position. The undamaged stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 01-mar-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, returned device analysis revealed stent damage.